Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The skin irritation was on her front and her back near the lifevest. The patient's physician recommended that the patient use a cloth to pat the irritation dry with warm water. Attempts to follow-up were unsuccessful. The outcome of the skin irritation is unknown.